Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2022 and suture was used. During the procedure, it was found that the two products should have been green and white sutures, but all of them were green, so these were not used. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: is there evidence that could suggest that the reported suture was part of a product mix in the package? No further information is available. Device return status: the device has been received at (B)(4) and will be shipped. Please check rmao. No further information will be provided." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-05780.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 08/08/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product was received. It was noted that the number of strands in the folder packet differs from the requirements for the product, the folder contains four green strands double-armed, instead of two green strands double-armed and two white strands double-armed. Based on the information currently available, the wrong number of strands was identified during the investigation of the samples received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.